Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was low (62 mg/dl). Customer believed that the cause was due to requesting and delivering too large of a bolus for lunch. Customer ate candy to treat low bg level.